Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the screws and telescopic plate has fallen. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of catalog# and describe event or problem# fields deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 8th march, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the screws and telescopic plate has fallen. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 8th march, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the screws and telescopic plate has fallen. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. In course of investigation, additional photographic evidences of the affected devices were obtained. Based on the performed review it appear that apart from the initially described malfunction, also a rust occurred on the device. Rust occurrence is also considered reportable due to possibility of particles detachment which could consequently fall into the sterile field and lead to contamination. #d4: previous catalog #: ard568303902. Corrected catalog#: 568303902/568357999/567506996. Previous serial number#: (B)(6). Corrected serial number#: (B)(6)

Event description:
On 8th march, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the screws and telescopic plate has fallen. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. In course of investigation, additional photographic evidences of the affected devices were obtained. Based on the performed review it appear that apart from the initially described malfunction, also a rust occurred on the device. Rust occurrence is also considered reportable due to possibility of particles detachment which could consequently fall into the sterile field and lead to contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was operating room supervisor. The correction of h4 manufacture date, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h4 manufacture date: 05/26/2010 corrected h4 manufacture date: 05/06/2010 previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the screws and telescopic plate has fallen. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. In course of investigation, additional photographic evidences of the affected devices were obtained. Based on the performed review it appear that apart from the initially described malfunction, also a rust occurred on the device. Rust occurrence is also considered reportable due to possibility of particles detachment which could consequently fall into the sterile field and lead to contamination. Based on an information gathered, the device was repaired and released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. Root cause analysis of falling screws and plate from single screen holder was performed by subject matter expert at manufacturer¿s. As they stated, screws and a plate fell from the single screen holder ard567506996 sn 16601. The screws involved are the fixing screws of the upper telescopic arm locking plate. According to the information provided, the screws broke. The cause is probably an excessive effort or an overload. Regarding rust occurrence, a technical evaluation was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.